Event description:
The customer reported that during a spinal procedure, the plastic on the cautery tip melted and fell into the patient. The plastic was retrieved without any patient injury. The site did not save the incident electrode.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and was not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.